Event description:
It was reported on (B)(6) 2012 that the patient was hospitalized due to muscle weakness and falling. It was reported that the patient's ammonia level was "extremely high," and the patient was admitted to the hospital. The patient's mother reported that the hospital physician believes the patient has serotonin syndrome, and the hospital physician's assistant believes that it may be related to vns therapy increasing the patient's serotonin levels. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow-up with the patient's vns treating physician at the time of the event was performed. The physician reported that he is "not sure" when the muscle weakness and falling was first observed. However, the events are not believed to be related to vns therapy/stimulation. There may have been causal or contributing programming/medication changes that preceded the event, but no further details were provided. The patient was on multiple indication that could cause the symptoms. There was no evidence of side effects from vns, per the physician. The physician did not know if the events were present prior to vns implant.